Manufacturer narrative:
(B)(4). The clip delivery system (cds) was not returned for evaluation; therefore, the analysis of this complaint will be an assessment of the information provided to abbott vascular, the manufacturing records and complaint history for the reported lot. The reported inability to remove the gripper line resulting in the gripper line break in this incident could not be determined. It is possible that the cds experienced compressive forces on the gripper lumens while in the anatomy, resulting in the inability to remove the gripper line. Additionally, curvature on the device as a result of natural patient anatomy may have contributed to constrictive forces/increased friction between the gripper line and gripper lumen coils. The aggregations of forces may have resulted in the inability to remove the gripper line; however, this cannot be confirmed. The reported patient effect of failure to retrieve mitraclip system components is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The event was further reviewed by an abbott vascular senior medical advisor. The reviewer concluded that it cannot be determined if a device issue contributed to the reported events. The remnant gripper line left in the patient does not cause any additional harm as the patient is administered peri-procedural antibiosis and both peri- and post-procedural anticoagulation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch, additional information received: it is suspected that approximately 50 cm of the gripper line was left in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the gripper line that occurred during use with the clip delivery system, which resulted in a portion of the gripper line breaking and remaining in the anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2. The clip delivery system (cds) was advanced to the mitral leaflets and the clip was deployed. Mr was reduced to 1-2. After 70 cm of the gripper line was removed, the line was stuck and could not be retracted. The cds was removed with the line left in place. The lines were now visible outside the valve of the steerable guiding catheter (sgc). The longer end was pulled but after some force was applied, it broke. The shorter end was then wired together with a stiff guide wire over a multi-purpose catheter and advanced towards the clip. The gripper line was pulled with some resistance and broke again. The sgc was removed and one free end of the gripper line was pulled and thought to have separated close to the clip. A second clip was deployed in order to reduce the mr further and was deployed without issue. After removing the sgc and second cds, the separated gripper line portion was visible outside the groin. The gripper line was cut and left with a portion in place in the anatomy. With the two clips implanted, mr was reduced to grade <1. The procedure was completed with an excellent result. No additional information was provided.